Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope angle wires were cut, the wire ends were unraveled, which resulted in the angle wires becoming unmovable, and the angulation remained locked. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a-wire of the device was deteriorated by using for procedures, which led to fracture of a-wire. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope olympus will continue to monitor field performance for this device.